Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband was hospitalized due to a stroke and urinary tract infection, and his insulin pump was alarming no delivery. The patient was not hooked up to the insulin pump during the hospitalization. The patient's blood glucose was 223 mg/dl. The customer's high blood glucose was treated with insulin. The customer also had a low of 40 mg/dl and low blood glucose events in the 50 mg/dl and 60 mg/dl range that were treated with food, juice, and crackers with peanut butter. Troubleshooting was declined for the high blood glucose and low blood glucose. The wife was advised to suspend the insulin pump to stop the no delivery alarms. No products were returned or replaced.